Manufacturer narrative:
(B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient developed buried bumper syndrome. It was reported that the device was replaced and issue was resolved.